Event description:
Received notification of event via complaint filed by facility. Clinic reports three blood leaks with f80 b dialyzers on the same pt.the dialyzers involved were used at reuse # 13, 14 and 2. The reuse method is formaldehyde. After the first two failures, the clinic changed the dialysis machine and used a newer dialyzer, but has the same problem. During each event the pt lost no more than 100 cc of blood. Due to access surgery problems, the pt was scheduled for transfusion post incident. Therefore, although transfused, the transfusion was not related to any of the events. No adverse effect or problems resulted from the blood loss and no add'l medical intervention was required. The reuse center was telephoned to determine the availability of the samples. Indicated that the samples were discarded and that it was highly unusual to have three failures in one day as failures of this type with f80bs are rare. There are no new reuse technicians and nothing has changed in the reuse process. MDR filed due to blood loss only. Three malfunctions were filed.